Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient stated that prior to this event, the receiver was already paired to the transmitter. Dexcom representative advised patient to unpair the transmitter from the receiver, place the transmitter away from the receiver, and attempt to restart the sensor session. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The customer complaint was confirmed. A root cause could not be determined.